Manufacturer narrative:
(B)(4). Batch #: unk. Date of event: date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances/ manufacturing irregularities] were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information : echelon stopped firing midway through the reload and mayank had to use the manual overnight to complete the firing sequence and then was able to open the jaws and remove the device. Staples had fully crossed the blood vessel and so no need for additional reload. Replaced the echelon and then successfully used a gst60b for next fire on tissue. Patient is doing fine after the procedure. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the stapler had been on the table for 2-3 hours with 3 reloads used prior. The 4th reload fired but only half way(deployed half the staples, and stopped working. The jaws were stuck shut, reverse did not work, and manual override had to be used. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2022 d4: batch # 548a14 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received partially fired 1/2. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.